Event description:
A low readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 162 mg/dl compared to a reading of 365 mg/dl obtained on the competitor meter. Customer experienced symptoms described as "fatigue, pales and difficulty breathing". Customer was diagnosed with diabetic ketoacidosis and treated with potassium and insulin serum by the hcp. It was additionally reported that a reading of 170 mg/dl was obtained on the hcp meter after treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 0m000917tfm has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A low readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 162 mg/dl compared to a reading of 365 mg/dl obtained on the competitor meter. Customer experienced symptoms described as "fatigue, pales and difficulty breathing". Customer was diagnosed with diabetic ketoacidosis and treated with potassium and insulin serum by the hcp. It was additionally reported that a reading of 170 mg/dl was obtained on the hcp meter after treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional investigation information has been received, therefore section d4 (expiration date) and section h have been updated. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader is required. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 162 mg/dl compared to a reading of 365 mg/dl obtained on the competitor meter. Customer experienced symptoms described as "fatigue, pales and difficulty breathing". Customer was diagnosed with diabetic ketoacidosis and treated with potassium and insulin serum by the hcp. It was additionally reported that a reading of 170 mg/dl was obtained on the hcp meter after treatment. There was no report of death or permanent impairment associated with this event.